Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a loss of therapy relief. High impedance checks were performed and confirmed the presence of high impedance measurements on the lead extension. The patient underwent a revision procedure where the lead extension was replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Correction to field d4 serial & lot number based on additional information received on 20 oct 2022. Device technical analysis: visual inspection of the returned lead extension revealed that it was cleanly cut from the connector. No other anomalies were identified aside from the clean cut. Electrical test could not be performed due to the cut lead extension body. Investigation conclusion: based on all available information, engineers concluded that the loss of therapy relief and high impedances could not be confirmed through device analysis as visual inspection revealed that the lead extension was cleanly cut from the connector, and no other anomalies were identified aside from the clean cut. Electrical test could not be performed due to the cut lead extension body. However, a labeling review was conducted. This review determined that the loss of therapy and high impedances are known inherent risks with the use of deep brain stimulation.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a loss of therapy relief. High impedance checks were performed and confirmed the presence of high impedance measurements on the lead extension. The patient underwent a revision procedure where the lead extension was replaced. The patient was doing well post-operatively. Additional information was received indicating the previously reported serial number of (B)(6) was incorrect, and the correct serial number was provided (B)(6).